Event description:
The customer contact reported a tubing rupture while in use with a power injector with subsequent leak of contract media. The tubing set was being used to deliver an unspecified contrast media at a rate of 1.5ml/sec with pressure limit of 300psi. It was reported that near the end of the procedure, the tubing ruptured at an unspecified location and an unspecified amount of contrast media came in contact with the patient's eye. The patient's eye was flushed with water. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not returned since this is a known issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard IV administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a product list of those high-pressure sets that are appropriate for use with power injectors.